Event description:
During a kiva system procedure, the physician reported feeling resistance when retracting the coil and did not follow the instructions for use in how to deal with that resistance. Add'l force was used and the mechanism inside the device broke. Next, the physician tried to remove the deployment handle which was unsuccessful, and therefore, the transparent tube containing the coil was cut which is also not per the instruction for use. The physician used a plier to remove remainder of coil from device very slowly. When the last bit of coil was pulled, the loops sprang back into their "loop-shape" and punctured the physician on sie of the thumb. The physician's injury to the thumb did not require medical or surgical intervention. It is unclear at this point whether or not resistance was a device malfunction or something that could have been overcome had the labelling been followed. The device has not been returned for analysis at this time. We will update this report upon device analysis completion.

Manufacturer narrative:
Device for analysis is pending return.